Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. He01187) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("regular but heavy menstruation"), dysmenorrhoea ("menstruation pain") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopy, hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and uterine haemorrhage to be unrelated to essure. The reporter commented: essure was removed due to patient's request. Essure was not the primary reason for the surgery; it was secondary to hysterectomy due to abnormal uterine bleeding and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Batch no he01187 production date 2015-10-01 expiration date 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. He01187) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("regular but heavy menstruation"), dysmenorrhoea ("menstruation pain") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopy, hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and uterine haemorrhage to be unrelated to essure. The reporter commented: essure was removed due to patient's request. Essure was not the primary reason for the surgery; it was secondary to hysterectomy due to abnormal uterine bleeding and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Batch no he01187, production date 2015-10-01, expiration date 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. We received a lot number and returned samples in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. He01187) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), menorrhagia ("regular but heavy menstruation") and dysmenorrhoea ("menstruation pain"). The patient was treated with surgery (laparoscopy, hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage, endometriosis, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and uterine haemorrhage to be unrelated to essure. The reporter commented: it was reported that essure was removed due to patient's request. In addition, essure was not the primary reason for the surgery; it was secondary to hysterectomy due to abnormal uterine bleeding and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.